Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a cracked case at the corners of the display window. In addition, the device had a blank display as a result of moisture damage on the electronic assembly.

Event description:
It was reported that the insulin pump was broken at the reservoir compartment. No further info was provided.